Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763, software version: (B)(4). No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was intra-operatively reported that the registration was accurate, however, after draping the surgeon felt inaccurate. Instead of removing drapes to perform a new trace registration the surgeon completed a point merge registration using divots in the skull from a previous surgery as the landmarks. It was noted that the point merge registration was accurate and the issue was resolved. There was a less than hour surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3) software was analyzed and they were unable to determine probable cause without further information since the behavior cannot be replicated. It was suspected that the frame was moved. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.